Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported complaint condition. Once the investigation is complete a follow up report will be filed. Reference e-complaint-(B)(4). Related e-complaint-(B)(4), MDR 1216677-2018-00018. Update 5/18/18 - a review of the 2 yr complaint history reveals no similar issues. A review of the DHR reveals no pertinent anomalies. The unit was evaluated by service & repair. The complaint was not confirmed. This unit was found to have a worn foot pedal and it was replaced. This unit was shipped in january of 2014. A worn foot pedal is not a contributing factor for this complaint. A patient can be burned if the pad is not secure and should be monitored during the procedure to ensure proper adhesion. The pad pouch (23639) states a warning where "failure to achieve good skin contact by the entire adhesive surface may result in an electrosurgical burn...". In addition, the leep system operating manual (38532) warns "positive contact must be complete between the patient and the patient return electrode (pad). If not, severe burning of tissue may result. The entire area of the patient electrode (pad) should be reliably attached to the patient's body...". As the unit was found to have proper output and functioned to specifications, the root cause for this complaint is being attributed to end user error. Coopersurgical will monitor the complaint condition for safety.

Event description:
"Patient had burn." Follow up questions: what procedure was being performed? Loop electrosurgical excision procedure. Please describe test set up. The leep system 1000 (electrosurgical generator with smoke evacuator on cart) was plugged directly into our procedure room wall socket. While the machine was off and prior to the patient arriving, the hand piece was plugged into the machine. With the machine still off and after the patient was placed in the stirrups, dr. (B)(6) peeled the stlcker off the leep return pad and she applied the adhesive side of the return pad on the patient's clean and dry left thigh then plugged the return pad into the electrosurgical generator's adapter. Dr. (B)(6) then inserted an insulated speculum into patient's vagina (euro-med prima series [rose], size medium 33 x 113mm, cooper surgical item number: psv-ll) and smoke evacuator tubing was connected to speculum. Dr. (B)(6) used 20ml 1% plain lidocaine for a para cervical block and test for adequate block was satisfactory. Dr. (B)(6) then turned on machine, set the cut to 50 and when she attempted to start the leep procedure, the patient jumped and stated she felt pain when her cervix was touched with the loop. Dr. (B)(6) stopped and 10cc of 1% lidocaine with epinephrine for para cervical block. During her second attempt at the leep, the loop failed to pass through the tissue despite appropriate connections on the machine. The patient verbalized she was in pain and asked to stop the procedure because she felt like "she was being electrocuted through her leg". Dr. (B)(6) then turned off the machine, removed all instruments and removed return pad from patient's thigh. During removal of return pad, some of the patient's skin peeled away and skin was visibly present on part of the return pad. Dr. (B)(6) noted in patient chart that the burn appeared superficial, measuring approximately 4cm in length and anywhere from 1-2mm to 5mm at its widest portion. Did the event occur prior, during, or after the procedure? Event occurred during procedure but was only discovered after procedure. See question 2. Please describe what was observed. See question 2. Has there been any injury related to this event? Yes. Dr. (B)(6) commented in her chart notes patient received second-degree burn to skin under where the return pad was place d. The burned area was measured. Did the patient require any medical attention/intervention? Dr. (B)(6) had one of her colleagues, dr. (B)(6), look at the patient's leg for a second opinion . Dr. (B)(6) then dressed the wound with 2% lidocaine jelly, a sterile non-adherent gauze pad and silk tape. A prescription for silvadene burn cream was sent to the patient's pharmacy. The patient left the office in stable condition and dr. (B)(6)'s nurse attempted to call the patient the following week to check in and see how she was feeling but was unsuccessful at reaching patient twice and voicemails were left asking patient return our call.

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported complaint condition. Once the investigation is complete a follow up report will be filed. Reference e-complaint (B)(4).

Event description:
"Patient had burn".